Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient developed endocarditis. The system was explanted and a new system will be placed at a later date. No further patient complications have been reported as a result of this event.